Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. Dexcom care reported that the customer stated they have been in and out of the hospital; no additional details were provided. Multiple attempts to contact the patient for further event information were documented as unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.